Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.

Event description:
Device malfunction: partially deployed stent. Time of malfunction: during insertion. Symptoms/ae: none. It was reported that during a stenting procedure when the xpert stent was being loaded into the guide wire, the stent prematurely partially deployed, by 2-3mm outside of the pt anatomy. Reportedly, the tuohy borst valve was locked. The device was removed and a second xpert stent was used to complete the procedure. Though requested, no additional information was available.